Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm after low battery. Customer's blood glucose value was 122 mg/dl. The customer assisted with troubleshooting. Customer stated that the battery cap not loose, cracked or damaged. The device will not be returned for analysis.